Manufacturer narrative:
The manufacturer's investigation is on-going, and further information will be provided once the investigation has completed. Establishment name updated. Email and address updated. Resubmitting form 3500a due to an administrative error. It was requested by FDA medwatch program department to re-submit the initial report as there was no record of initial report submission in emdr system.

Event description:
The customer reported that a patient was mistreated with version (B)(4) before the upgrade to 5.10.04. In (B)(6).